Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is finished.

Event description:
The customer stated that a current patient's vital signs were incorrectly sent to a discharged patient's electronic medical record. This event occurred twice on the same day by two different clinicians using a barcode scanner to scan the patient's ID bracelet. There was no report of any patient harm as a result of the reported event.